Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/15/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the surgery successfully completed? Yes. What was used to complete the procedure? Another envelope from the same suture. What do you mean by "force him to redo the suture"? The surgeon had to remove the broken suture and start a new suture procedure from the start. Did the surgeon suture again in the initial procedure? Yes, it did it in the same procedure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2021 and suture was used. The surgical suture broke during the pre-knot traction, forcing the surgeon to redo the suture. No adverse patient consequences were reported. Additional information was requested